Event description:
It was reported that a user of the ilet experienced hyperglycemia with a sensor reading of 340 mg/dl and a confirmatory fingerstick of 305 mg/dl, in the setting of suspected intercurrent illness and recent food intake, and received education on hydration, monitoring, and potential supply change if glucose did not decline. Symptoms included elevated blood glucose and feeling unwell. Outcomes included user self-management with monitoring, correction efforts, and no hospitalization. Investigation included remote troubleshooting and user education on sick-day management and monitoring for correction effectiveness. Investigation of this case revealed no confirmed device malfunction, with illness and recent intake considered plausible contributors to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.